Event description:
Caller reported updating various personal and profile settings, which correlated with a low blood glucose level of 46 mg/dl. The customer consumed carbohydrates to address low blood glucose and did not require any third-party assistance. Technical support assisted the customer in updating several settings, including basal rate, correction factor, carb ratio, target blood glucose, and insulin duration, and educated them on the impact of incorrect date settings on uploads and reports. The customer was advised to consult with their healthcare provider whenever making such updates.